Manufacturer narrative:
Product ID: 3889-28, lot# v776472, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
Additional information received reported that the site deleted the event because after closely reviewing the patient's charge it was found that a visit date was missed in which the doctor clearly stated that there was no issues with the battery or the lead.

Event description:
Additional information reported the lead was not conducting appropriate stimulation. A botox injection was also given as an intervention. They were not able to get stimulation as good as it was on their initial placement. The patient was having significant frequency and urgency waking up every 1.5 hours at night. The event was noted as resolved (B)(4), 2013.

Event description:
It was reported there was a recurrence of urgency, frequency, and urge incontinence. The patient had multiple episodes of incontinence per day. It was noted the intervention was replacing the lead. Diagnostics included an urodynamic study that showed detrusor over-activity. The event was related to both the device or therapy and the implant procedure. It was noted the event was ongoing with no further action needed. Additional information reported the lead was old. It was also noted this was an ongoing event. The device was interrogated and the battery did not appear low.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v776472, implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).